Event description:
Complainant alleged that during a routine preventative maintenance check, the device displayed message codes "status 104" and "status 66". The complainant indicated that there was no patient involvement in the reported failure.